Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered inappropriate anti-tachycardia pacing (atp), for atrial fibrillation (af), with rapid ventricular response and pacing inhibition. A technical service consultant reviewed the device data, and recommended programming options. The device remains in service. No adverse patient effects were reported.